Event description:
Reportedly, the end user was struck by a motor vehicle while operating the power wheelchair in the roadway. Allegedly, as a result of the incident the end user fractured her right leg.

Manufacturer narrative:
No malfunction of power wheelchair suspected. A traffic collision report alleges the end user drove into the pathway of a motor vehicle and failed to yield for traffic, while operating the power wheelchair.